Manufacturer narrative:
Product complaint (B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a coronary artery bypass graph on (B)(6) 2019 and the suture was used. During the procedure, the suture kept popping off the needle at the swage. Another like suture was used to complete the procedure. There are no patient consequences reported.

Manufacturer narrative:
Product complaint # (B)(4). A manufacturing record evaluation was performed for the finished device number, and no non-conformances were identified. H3 device evaluation summary: it was received one sealed box with twelve unopened samples and one opened box with eight unopened samples of product code m8304, lot pbj959. The complaint sample was not received for analysis. During the visual inspection of thirteen samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strands and no defects were observed. A functional test was performed and the pull force were above the minimum requirements. The manufacturing records were reviewed, and the manufacturing/ packaging criteria were met prior to the release of this batch. Per the condition of the samples, no performance pull off suture needle was found, and the tested samples met the finished goods requirements. Representative samples returned to support investigation of 2 device issues captured in reports 2210968-2019-85966 and 2210968-2019-85968. Analysis results have been included in follow up reports for each.